Event description:
It was reported that during the distal gastrectomy surgery, could not fire and could not open the jaw. Changed the new one to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: unk. Lot # 423a80. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. Was the device locked on tissue with the anvil/jaw closed? Yes. 2. If yes, how was the device removed? Use another device to cut off. 3. Did the jaws eventually open? No. 4. Did the device was not able to be removed and subsequently the tissue was cut? Yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.